Event description:
A report was received that a patient underwent a lead revision due to lead migration. During the procedure, a couple of contacts came loose and one fell into the patient. The contacts were collected and a replacement lead was used. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.